Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were having new sensation in their leg. Patient mentioned feeling hot and cold down to their legs into their knees, and to their feet. The patient asked if the other patient reported the issue. Agent reviewed adverse events. The patient mentioned they had a sciatic nerve problem a few yearsago and thought that might be the cause. The patient also mentioned having a back ache as well. The agent reviewed the option to turn the ins off and monitor the leg symptoms. Redirected to hcp should the leg symptoms persist. The patient mentioned that they see their hcp every 6 months. The patient mentioned that they are seeing a nurse practitioner.. The patient mentioned that the leg sensation started "around a year, maybe 2 years."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. The patient reported that the cause of the stimulation down their leg was not determined and is unknown. They reported it was unknown if the issue had been resolved and that they would follow up with their hcp.